Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient lost coverage and x-ray showed that the lead migrated. Reprogramming was unsuccessful as the lead had too many high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.